Manufacturer narrative:
The reagent lot number is 81205101 with an expiration date of 30-sep-2025. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from six patient samples tested on the cobas 8000 c702 module. On (B)(6) 2024: sample 1 the initial result was 1360 mg/dl. The repeat result was 90 mg/dl. On (B)(6) 2024: sample 2 the initial result was 928 mg/dl. The repeat result was 120 mg/dl. On (B)(6) 2024: sample 3 the initial result was 511 mg/dl. The repeat result was 773 mg/dl. On (B)(6) 2024: sample 4 the initial result was 639 mg/dl. The repeat result was 152 mg/dl. Sample 5 the initial result was 448 mg/dl. The repeat result was 127 mg/dl. Sample 6 the initial result was 724 mg/dl. The repeat result was 94 mg/dl. The initial results did not match the patients' clinical histories prompting the rerun of the patient samples. The lower results matched the patients' clinical histories.

Manufacturer narrative:
The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; film detection in the reagent and liquid level detection (lld) hovering alarms were noted. The field service engineer inspected the analyzer and verified the temperature and detergent volume of the incubation bath. He also verified the condition of the cell rinse station probes, cuvettes, incubation bath, and photometer. He replaced a tubing and performed a successful blank cell cuvette check. The investigation determined the event was related to a maintenance issue. The customer did not report any other issues after service.